Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of 200- 400 mg/dl. The customer reported administering a manual injection and boluses with the pump to address bg level. The customer reported that the cause of the high bg was not known. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.